Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, concentric, 99% stenosed, mildly tortuous, de novo unspecified vessel a 3.0 mm drug eluting stent (des) was deployed. During post-dilatation the 3.0 x 12 mm nc trek balloon dilatation catheter (bdc) was used and during the third inflation at 16 atmosphere (atm) for 15 seconds the balloon ruptured. There was no reported adverse patient effect. A non-abbott bdc was used successfully to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: rinato, fielder fc, gaia 1st; guide cath: launcher 7fr ebu 3.5, corsair. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.